Event description:
A report was received that a pt was experiencing leakage at the pocket site. The pt self medicated the area. A few days later, the pt met with the physician who was unable to determine the cause of the leakage but did not suspect infection. The pt was prescribed antibiotics and is reportedly doing well.